Manufacturer narrative:
Product was requested to be returned and has not been received. Note: this report is based solely on the customers reported issue. Manufacturer reference file # (B)(4). Pending device return.

Event description:
Customer reported patients are able to rip apart the restraints. The uses the restraint with the "young" adults and these patients are able to rip apart the restraint. The date the issue was discovered in unknown and no serious injuries have been reported.

Manufacturer narrative:
Evaluation codes: customer reported the restraint was scrapped and is not available for return. However, customer provided a picture of the damaged restraint which clearly shows the device was torn. These limb holders are intended for limiting limb movement only and are not recommended for patients who are or becomes highly aggressive,combative, agitated, or suicidal. A review of the complaint database revealed similar complaint of foam limb holders breaking while in use. Investigations into these complaints revealed that the most likely cause of the reported issue is excessive force. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file #(B)(4).

Event description:
Supplemental required for additional information received.